Event description:
Rxsight was informed that an additional lens repositioning surgery was completed on (B)(6) 2023, with no complications reported. Rxsight's first awareness of the event was on (B)(6) 2023.

Manufacturer narrative:
This MDR is submitted to provide additional information and a correction of the initial MDR. Additional information: sections b5 and h6. Correction: section h5.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported to rxsight that a light adjustable lens (lal, (B)(6), +19.5d) was implanted in a patient's left eye on (B)(6) 2023; a trabeculectomy was performed for the same eye on the same day. On (B)(6) 2023, the physician performed surgery to reposition the lal due to dislocation. The physician reported that the lal "looked good" 1-day postoperatively following the repositioning procedure but that it "has since slipped again." The physician intends to reposition the lal again once the eye has healed from the trabeculectomy. The second repositioning surgery has not been scheduled. Rxsight's first awareness of the event was on (B)(6) 2023.